Event description:
His device read 55mg/dl and that the clinic's device read 170mg/dl or 27mg/dl. No treatment was provided. No quality controls were used. Requested return of suspect device and replacement was sent.